Manufacturer narrative:
Summary of eval: the info provided, including the med opinion that the tibial component was "in slight internal rotation", and the examination results suggest that this event is not device related but rather is associated with alignment or component positioning.

Event description:
The reporter stated that the plastic components of the pt's left total knee arthoplasty failed. The tibial insert and patella were revised.